Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient experienced hypoglycemia with the lowest blood glucose was 48 mg/dl after a supply change, with logs suggesting the infusion set may have remained connected to the ilet during tubing fill and with a pattern of not completing meal deliveries. The ilet issued urgent low and low glucose alerts. Customer care provided support that included review of device logs and consultation with clinical support. Investigation of this case revealed evidence consistent with insulin delivery during a supply change and incomplete meal bolus deliveries. Symptoms included numbness, hunger, and nervousness. Outcomes included successful self-treatment with oral glucose and stabilization at home without medical intervention. It was concluded that the event involved hypoglycemia with an unclear cause related to user setup and use patterns. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.